Event description:
It was reported that the insulin pump alarmed button error during a bolus, which could not be cleared. The blood glucose reading was 121 mg/dl. The customer stated that he was trying to bolus when he noticed that the device scrolled up to 10 units automatically and would not go back down despite a battery change. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.